Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months after being implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7124164/7130009.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempt. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.